Manufacturer narrative:
This product was returned for trade in and a new device was sent to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the baton would cause the video to cut in and out on the monitor. A delay in the procedure of unknown duration occurred while a back-up gvl system was obtained. No harm to patient or user was reported.